Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in china. It was reported that the patient required hospitalization and emergency medical treatment due to any blood glucose level, dka seizure or diabetic coma event on 01-may-2024.. The blood glucose level was 22.2 mmol/l. Patient suffered diabetic ketoacidosis. No further information available.